Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the event was unknown. It was not reported if the patient was hospitalized for the event. The patient was treated with ceftazidime (1g, intraperitoneal for 14 days) and amikacin (125 mg, intraperitoneal, for 14 days). At the time of this report, the patient was recovering from the event. Action with pd therapy was unknown. No additional information is available.

Manufacturer narrative:
Initial reporter phone no: (B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.